Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider stated the lead malfunction was seen on (B)(6) 2014 with/from impedance testing. It was reported the battery was dead and the lead was broken. It was noted there were no other interventions taken other than the lead revision on (B)(6) 2014. Reportedly, the patient was doing well. It was stated the patient recovered well since surgery and denied pain.

Event description:
It was reported, the patient¿s battery was replaced on (B)(6) 2014 and the patient had two different surgeries because of a "huge doctor error." Reportedly, only the battery was replaced on (B)(6) 2014 and then 10 days later the patient had to go back into surgery to replace the leads. It was noted the battery was replaced due to normal battery depletion. The patient stated "they took that out and put a new battery in and then told me to wait a week and go back to doctor to see if it worked, I think at that time I already knew the lead wasn't working; now they have to put a lead in because, the battery didn't work." Reportedly, the patient¿s leads were replaced on (B)(6) 2014.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# j0519438v, implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).